Event description:
During the internal investigation of a customer complaint (pr# (B)(4)), it was discovered at several lots of utype dx software (catalog# 539993) were affected by incorrect filtering. Utype software was incorrectly filtering a24:02:01:01 allele combinations when the intronic ambiguity filter was turned on. The incorrect filtering by the software would result in a mistype.

Manufacturer narrative:
From review of info, the utype software is incorrectly filtering a24:02:01:01 allele combinations when the intronic ambiguity filter is turned on. This issue is being investigated internally. Add'l info will be submitted in the supplemental report. Affected lots of utype dx software (catalog# 539993): lot: 1349133, mfg date: 2/28/2013, exp date: 4/30/2025. Lot: 919489, mfg date: 2/14/2011, exp date: 4/16/2023.